Event description:
The hospital reported having problems with pts exiting the bed without setting off the bed exit alarm at the nurses station. One pt allegedly sustained a cut over his eye when he fell after exiting the bed unattended.